Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after being implanted 42.6 months. The charge time was 26.1 seconds after the last capacitor reform. Premature battery depletion was suspected.